Event description:
It was reported that the bd safetyglide¿ needle was clogged and unable to inject the vaccine. The following information was provided by the initial reporter: "is not sure if the needle is clogged, they cannot push anything through the needle. Issue is intermittent maybe every other needle is not able to inject. No harm or impact. No medical treatment or intervention required. No patient identifying. Detecting issue prior to use on patient. Needles are being used with prefilled vaccine syringes, not bd product for the syringe."

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged and unable to inject the vaccine. The following information was provided by the initial reporter: "is not sure if the needle is clogged, they cannot push anything through the needle. Issue is intermittent maybe every other needle is not able to inject. No harm or impact. No medical treatment or intervention required. No patient identifying. Detecting issue prior to use on patient. Needles are being used with prefilled vaccine syringes, not bd product for the syringe."